Event description:
A report in mmwr reports an outbreak of acute hepatitis b infection at a nursing home. The facility was using the monojector finger lancing device to perform fingersticks. The nurses reported they changed the lancet between each use, but when they ran out of end caps they did not change the end cap after each use per product instructions.